Event description:
It was reported that during the implant the physician was having trouble fixating the lead. Fluoroscopy was used to confirm that the lead helix was deployed. At that time the lead was placed and the physician felt that it had a good "bite" and that it did not pop out of place when the stylet was removed as it had done before. That evening the patient's heart rate dropped to the 20's. The device was checked and there was no capture on the lead at maximum output. A temporary wire was placed. The next morning at the revision fluoroscopy confirmed a lead dislodgement. It was noted that per the physician the lead may have been nicked while removing the sutures potentially causing an insulation failure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) a full lead was returned and analysis found no anomalies. It was also noted that the distal conductor had blood/body fluid (not obstructed), the proximal conductor had blood/body fluid (not obstructed), the outer insulation was breached cut, there was blood in/on the helix mechanism, and the lead was damaged at implant.